Event description:
The trellis balloon was inflated and ruptured during treatment. No injury to the patient reported.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis catheter was received for evaluation without any ancillary devices or cine images from the procedure. A balloon inflation syringe was attached to the manifold's distal balloon port. The syringe was compressed and the distal balloon inflated without complication. The syringe was transferred to the proximal balloon inflation port. The syringe was compressed and a pinhole leak (less than 1mm) was noted in the proximal balloon seven mm from the proximal balloon's distal bond. A small fiber was observed exiting the leak site.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.